Event description:
The customer reported the system displayed a collimator iris error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, but no conclusion can be drawn as repair info is not avalable.